Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on ((B)(6) 2015: lot 120606: (B)(4) items manufactured and released on (B)(6) 2012. No anomalies found related to the problem. To date, 19 liners of the lot have been already sold without any similar reported issue. Lot 132345: (B)(6) items manufactured and released on (B)(6) 2013. No anomalies found related to the problem. To date, 85 heads of the lot have been already sold without any similar reported issue. On (B)(6) 2015 it was communicated that "all the x-rays are available. Explanted material will not be returned as the surgeon would not release them to the agent". Information received by the agent on (B)(6) 2015: "liner and 32mm cocr were explanted and new 36 mm cc liner and 36 +4 ceramic head were put in to lengthen leg out to match other hip. Dislocation was from orig. Implants put in too short/loose. On (B)(6) 2015 the medical affairs director made the following analysis: from the one, poor-quality xray available, the stem looks correctly implanted, whereas the cup could probably benefit from deeper insertion in the acetabulum. The report says that the operated leg was shorter, but this cannot be ascertained from the single-leg xray available, and tightness of the joint cannot be evaluated either. Recurrent dislocation may be a consequence of a loose artificial joint, especially in a heavy patient. No reason to suspect that the root cause for this reoperation is device-related.

Manufacturer narrative:
On 04 september 2015 it was prepared a final report with the information already submitted in the initial report. On 07 september 2015 the report was sent to the initial reporter and the case was closed.